Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. This follow-up MDR report includes the PMA/510(k)#. Additionally, upon completion of the manufacturer's investigation it was determined that the side rail could not remain latched due to a damaged spring spacer.

Event description:
It was reported via repair work order that the side rail may not have been able to latch. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail may not have been able to latch. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.